Event description:
It was reported that the Customer called in and said the suction on the PW200 is too strong and asked if there was a way to turn it down/ advised cx there is not a way to make the suction less forceful explained to cx why it is necessary for strong suction // cx not satisfied. It's unclear if lot number was requested. Used with male wicks. Unclear if medical intervention was provided. No additional information provided.

Manufacturer narrative:
Initial Reporter Zipcode: (b)(6).The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.UDI format updated with available product information per GUDID. H11: Section A through F - The information provided by BD represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to BD.